Event description:
Per the audiologist report, this patient reported intermittent "shocks" with her processor for several years. Integrity testing performed in 2006 showed several short circuited electrodes. The shorted electrodes were deactivated, but this did not alleviate the problem. An xray showed that the electrode array of the device had migrated partially out of the cochlea. Her surgeon will explant the device and reimplant a new device in the contralateral ear in the near future. A surgery date has not been reported to cochlear.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling code.